Event description:
It was reported the patient is complaining of pain at her scs ipg site since a fall in (B)(6) of 2014. The patient stated she would like a smaller ipg and moved from the left side to the right side. In addition, the patient has lost over 20 pounds and states the site is very tender. Follow-up identified the patient's scs ipg was replaced with a smaller model and the pocket was moved to the opposite side. Additional follow-up identified the pain at the ipg site has decreased and the patient is reportedly doing well. Note the exact date of the event is undetermined at this time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.